Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a procedure it was found that the instrument was rusted. It is unknown how the procedure was finished. No surgical delay or patient injuries were reported.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the event does have a previous serious event associated to it, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
G4, h2 and h6: the device, intended for use in treatment, was not returned for evaluation and the reported event could not be confirmed. Therefore, product analysis could not be performed at this time. The device was manufactured in 2009. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. B5: procedure finished with back up device

Event description:
It was reported that after procedure is was found the instrument to be rust.; procedure was completed with s+n back up device. No surgical delay. Patient injuries were not reported.